Event description:
On (B)(6) 2011, the patient was implanted with two gore® excluder® aaa endoprostheses (rmt261416/9022128 and pxc141400/7679258) to treat an abdominal aortic aneurysm. On (B)(6) 2013, an infection of the endograft was detected. According to the report, the potential cause of the infection is unknown, and the patient had no prior history of infection. On the same day, the patient underwent percutaneous drainage of an abscess around the endograft. However, the infection was not resolved by the procedure. On (B)(6) 2014, the patient was converted to an open repair, whereby the stent graft system was explanted and the vasculature was surgically repaired. The patient tolerated the procedure; however, the issue remains unresolved. The explanted excluder devices were not available to be sent back to gore for analysis.

Manufacturer narrative:
Date of death added, type of reported event corrected.

Event description:
The following was reported to gore: on (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2011, follow-up computed tomography angiography (cta) imaging revealed a maximum aortic aneurysm diameter of 70 mm. On the same day re-bleeding from the right groin was reported. On (B)(6) 2012, follow-up computed tomography (CT) imaging showed a maximum aortic aneurysm diameter of 57 mm. On (B)(6) 2012, a spontaneous hematoma in the left access vessel was reported and a surgical drainage of a psoas abscess was performed on (B)(6) 2012. On (B)(6) 2013, follow-up cta imaging identified a maximum aortic aneurysm diameter of 48 mm. On (B)(6) 2013, an infection of the endoprosthesis was identified and a percutaneous drainage of an abscess around the endograft was conducted. The infection was stated to have originated in the stent graft and no history of pre-existing infection was reported. On (B)(6) 2014, the patient was converted to open repair due to ongoing infection. In the aftermath of the explant, the patient was stated to have experienced severe complications which had remained unsolved until (B)(6) 2014, and blood transfusions, acute kidney failure, temporary dialysis and a re-laparotomy for the ongoing intra-abdominal abscess were stated. On (B)(6) 2014, the proximal aortic graft anastomosis ruptured and the patient subsequently expired on this day.

Manufacturer narrative:
Additional excluder component included in this report: pxc141400/7679258 a review of the manufacturing and sterilization paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection and surgical conversion.